Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited shock impedance measurement greater than 200 ohms. The left ventricular (lv) lead was programmed tip to right ventricular (rv) and out of range measurement was noted. The device was reprogrammed lv lead to tip to can and obtained satisfactory values. The rv pacing impedance was at 660 ohms and rv threshold was stable. Boston scientific technical services consultant recommended an x-ray to be performed. No adverse patient effects were reported. This device and competitor rv lead remains in service. Additional information was provided on 09sep2021, it was reported that on (B)(6) 2021, the electrophysiology physician elected to reprogram the device to turn tachy/brady therapy off. No additional adverse patient effects were reported. This device remains implanted but electronically deactivated.